Manufacturer narrative:
Initial reporter address line 2: (B)(6). (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) redo with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and experienced air embolism, electrogram st segment elevation and an issue with air flowing back into the side port occurred. It was noted that this patient had a medical history of septum defect. During the procedure, an air embolism was noticed after putting the pentaray in the vizigo sheath. There was air in the valve that was not detected before. Possibly, the hemostatic valve was displaced. The patient was reported to have about three minutes of st elevations, but everything was good afterwards. The patient fully recovered with no residual effect. The physician¿s opinion on the cause of this adverse event was a biosense webster, inc.(bwi) product malfunction. The sheath valve was not damaged. Between the valve and the sheath, there was a little bit of fluid running out which appeared to be a small gap. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve/brim cap/hub did not detach from the sheath. It was believed that air entered the patient¿s body. The event did not require surgical intervention. Since air embolism is life threatening and might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. In addition, air flowing back into the side port was assessed as a MDR reportable event.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on 3/29/2021. The device evaluation was completed on 4/13/2021. It was reported that a female patient underwent a pulmonary vein isolation (pvi) redo with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and experienced air embolism, electrogram st segment elevation and an issue with air flowing back into the side port occurred. It was noted that this patient had a medical history of septum defect. During the procedure, an air embolism was noticed after putting the pentaray in the vizigo sheath. There was air in the valve that was not detected before. Possibly, the hemostatic valve was displaced. The patient was reported to have about three minutes of st elevations, but everything was good afterwards. The patient fully recovered with no residual effect. Visual analysis of the returned sheath revealed that no damage or anomalies were observed on the carto vizigo sheath. The sheath was connected to the carto 3 system, and it was recognized and visualized. There was no electrical issue found during the electrocardiogram (ECG) test. The sheath was deflecting, and water was flushed into the sheath from the distal end using a syringe on the 3-way stopcock to verify if the hemostatic valve is disrupted for air to enter into the sheath. Additionally, as per issue reported, test method for liquid leakage through hemostatic valves of sheath introducers was performed, and no water leakage, bubbles or pressure decays were detected during the test. A device history record evaluation was performed for the finished device 00001414 number, and no internal action related to the complaint was found during the review. The instructions for use (IFU) contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air embolism. Flush and maintain continuous saline. No malfunction was observed during the sheath analysis. The root cause of the adverse event remains unknown. The event described could not be confirmed as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. Manufacturer's reference number: (B)(4).